Event description:
A customer reported that a pt sample containing anti-e did not to react with resolve panel a lot ra552. The customer converts his product to a 0.8% concentration to perform testing in gel cards. No death or serious injury is associated with this event.